Event description:
The event is reported as: alleged issue: the white piece on the front of the stapler cracked/broke, therefore the staples will not come out. It was being used by a veterinarian for spray/neuter procedure. The animal was not injured. No pt injury reported. Pt current condition is fine.

Manufacturer narrative:
Per device history report (DHR) investigation did not show issues related to this complaint.